Event description:
Customer reportedly received the following results on the aviva meter system within 10 minutes: 477 mg/dl and 203 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient reports pain that began about 8 mo after tha. Patient reports that the knee implant is loose and revised on (B) (6), 2010.